Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered a manual injection to address high bg. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.